Manufacturer narrative:
Device evaluation: the sample was not received for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing record and complaint history review could not be completed since the serial number was unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) there is no indication of explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that there were two cases where he had a hard time getting the haptic off of the optic as just grabbing it with the capsulorhexis forceps did not work. No additional information was provided to abbott medical optics. This is report 1 of 2.

Manufacturer narrative:
Corrected data: in follow up #1 report date, an incorrect year (2016) was entered in the date field. The correct date is 4/26/2017. All pertinent information available to abbott medical optics has been submitted.